Event description:
Nurse was changing the caps on the patient's hickman ltcvc. When rn went to flush it, it was occluded. Rn asked the patient to turn head towards the door and cough. When she did this rn was able to push the flush plunger a little. Rn added a little extra force to the flush and the white lumen popped.